Manufacturer narrative:
The investigation of the reported battery failure has been completed. The impella automated controller was returned for investigation. The data analysis of the logs confirmed the reported failure. The root cause of the controller failure was due to a defective battery 1. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant notified the field service logistics coordinator that the automated impella controller (aic) generated a battery failure alarm. A loaner was sent to the customer to initiate return of this device. No reported patient involvement.